Event description:
It was reported that the patient received inappropriate shocks from their implantable cardioverter defibrillator (ICD). They were unable to determine if the shocks were delivered for true supra ventricular tachycardia (svt) or ventricular tachycardia (vt). The device was nearing elective replacement indicator (eri) and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7122 st. Jude lead implanted: (B)(6) 2010. (B)(4).